Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient presented with tibial post on insert sheared off (broken) which resulted in the need for revision of existing implant.